Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A call center ticket was logged with the following text "when use the device found co2 certificate expired". No patient involvement was reported.